Manufacturer narrative:
(B)(4). The customer reported a battery failure where there the device lost power with no alert during shift check. There was no pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported a battery failure where the device lost power with no alert during shift check. There was no pt involvement.